Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd vacutainer® sst¿ blood collection tubes underfilled during use. The following information was provided by the initial reporter: "customer reported; vacuum ranges from very little to none... Then there are some that fill up completely without an issue for product."

Event description:
It was reported that 5 bd vacutainer® sst¿ blood collection tubes underfilled during use. The following information was provided by the initial reporter: "customer reported; vacuum ranges from very little to none... Then there are some that fill up completely without an issue for product"

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.